Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had difficulty communicating with the ipg with the external devices due to the ipg being too deep and tilted in the pocket. As a result, the patient's ipg pocket was revised. The issue was resovled by surgical intervention.